Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 04. Sought medical attention for redness and swelling at the piercing site the following day. I.v. Antibiotics were administered and oral antibiotics were prescribed. Returned for i.v. Antibiotics.